Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other three perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using four proglide devices via a 6f sheath after a percutaneous transluminal angioplasty and stenting interventional procedure. Reportedly, suture breaks occurred with all four proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment could not be tested due to device components not returned. The investigation determined the reported difficulty appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.